Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. It was reported that the patient had a previous hernia repair procedure on (B)(6) 2011 and mesh was implanted, and on (B)(6) 2011 and another mesh was implanted. Other implanted products are captured in separate file. No additional information was provided.

Manufacturer narrative:
Patient codes: 2240,1695,2422,1685,3189 - surgical intervention. It was reported that the patient underwent on mesh removal on (B)(6) 2018 due to adhesions, hernia recurrence, abdominal pain and bowel obstruction. In addition, a device history review has been inserted into the file. This review indicates that there was no quality concerns associated with the manufacturing process.